Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not successfully implanted due to unknown product performance issue. There were no further information provided as to why it was attempted. The device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was not successfully implanted due to unknown product performance issue. There were no further information provided as to why it was attempted. The device was never in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the pacemaker was attempted due to noise on the atrial port. The device was never in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was not successfully implanted due to unknown product performance issue. There were no further information provided as to why it was attempted. The device was never in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the pacemaker was attempted due to noise on the atrial port. The device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.